Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 3.2 was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 failed. A field service engineer (fse) arrived on site and found that the user was able to recover the drawer without issue. The fse verified operability using the hardware test application (hta), removed all cubies, and cleaned up tablets and debris. The fse reseated all cables and wires, cleaned the inseparable, and examined the pyxibus cable. After rebooting the system, the fse verified functionality again through hta. The fse allowed user access to the pyxis system and confirmed successful functionality testing. The system functioned as intended after the field service engineer repaired the device.